Event description:
It was reported that this left ventricular (lv) lead exhibited infection with sepsis was part of the system revision. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.